Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leakage that was caused by a broken bottle of the synchron lx no foam reagent kit. No injury was reported.

Manufacturer narrative:
No additional information is available for this event.